Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with a blood glucose of 278 mg/dl and observed that the dexcom g7 sensor was not paired to the ilet, after which connectivity troubleshooting was performed and pairing was successfully restored. Symptoms included hyperglycemia. Outcomes included recovery with blood glucose decreasing to 107 mg/dl and user satisfaction. Investigation included customer troubleshooting and education for cgm-to-ilet pairing. Investigation of this case revealed loss of cgm pairing to the ilet with successful reconnection following standard connectivity steps, consistent with a transient communication issue between the cgm and the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption that resolved with troubleshooting.